Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A comprehensive examination of the history of connector c35-o lot 2405506 was conducted, and no deviation or non-conformance related to the alleged defect was found. Three retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced on the luer cone or luer thread. The results indicated that all samples complied with the specified criteria. To mitigate the risk of separation between the injector and connector, it is essential to adhere to the instructions for use (IFU) document. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.

Event description:
Material #:515070 , batch#:2405506 . Verbatim: rcc received a complaint via email. Email(s) attached patient was being disconnected after finishing a dose of cytarabine, a few drops of chemo/flush fell on floor and bed. This was from a phaseal optima connector (c35-o) lot 2405506 - this is the "male" connector piece.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.